Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The reporter indicated mutton-fat keratic precipitates were noted on the icl one day post-op. Patient was administered eye drops and oxymetholone. Medication was stopped after symptoms disappeared but symptoms returned. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/13, elevated intraocular pressure was 12.

Manufacturer narrative:
Method: medical review. Results: medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - inflammation. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).